Event description:
It was reported that the arctic sun device received alarms that there were flow issues.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section e: initial reporter phone: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. The reported issue was unconfirmed: no flow issues found, unit passes ctu calibration. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: e section e: initial reporter phone: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received alarms that there were flow issues. Per follow up information received via mail on 08nov2024, it was reported that the system was on its way to them.